Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and there was a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum lv pace impedance rises from an approximate baseline of 500 ohm the week ending (B)(6) 2013 to greater than 1000 ohm the week ending (B)(6) 2013.

Event description:
It was reported that the left ventricular lead had a gradual increase in impedance and an increase in threshold which triggered a patient alert. Partial lead fracture was suspected. The lead impedance alert setting was adjusted, the lead remains in use, and the patient will continue to be followed up. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead had a gradual increase in impedance and an increase in threshold which triggered a patient alert. Partial lead fracture was suspected. The lead impedance alert setting was adjusted, the lead remains in use, and the patient will continue to be followed up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d234trk implantable cardioverter defibrillator (B)(6) 2010; 4524-45 implantable pacing lead (B)(6) 1992; 6945-58 implantable tachy lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.